Event description:
The manufacturer received information regarding a dreamstation auto bipap. The device was returned to a third party service center. During evaluation, connector oxide and corrosion was found on power connector. The device was scrapped. This report is being submitted for the corrosion found on power connector during service. There was no allegation of serious or permanent harm or injury.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the corrosion in connector and connector oxide present inside the device. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.